Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During review of a log file by an abbott investigator, a no external power event was observed while the device was powered by mobile power unit (mpu).

Manufacturer narrative:
Additional information was added to the manufacturer's investigation conclusion: manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed. A log file regarding the mpu was extracted from the returned system controller. The log file contained data spanning (B)(4) days ((B)(6)2019 ¿(B)(6)2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm occurred on(B)(6)2019 at 9:44 while the patient was using an mpu. The alarm appeared to have been caused by a loss of ac power, as both cables¿ rsoc steadily decreased to zero volts during this time. The emergency backup battery operated the system during this time and support to the pump was not interrupted. The alarm resolved at 9:46 of the same day, when the patient switched to battery power. No other notable events regarding the mpu occurred throughout the log file. The mpu was not returned for analysis. The root cause of the no external power event within the log file was a loss of ac power, however the root cause of the loss of ac power was unable to be determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with mfg and qa specifications. The mobile power unit was shipped to the customer on (B)(6)2016 via customer order. The mobile power unit was not shipped with a v-lock cable, as it was manufactured and shipped before v-lock implementation. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed. The log file contained data spanning 9 days (27aug2019 ¿ 05sep2019 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm occurred on (B)(6) 2019 at 9:44 while the patient was using an mpu. The alarm appeared to have been caused by a loss of ac power, as both cables¿ rsoc steadily decreased during this time. The emergency backup battery operated the system during this time and support to the pump was not interrupted. The alarm resolved at 9:46 of the same day, when the patient switched to battery power. No other notable events regarding the mpu occurred throughout the log file. The (B)(6) was not returned for analysis. The root cause of the no external power event within the log file was unable to be determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.